Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n154988008, implanted: concomitant medical products:2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n154988008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the pump was replaced secondary to approaching elective replacement indicator (eri). The catheter was replaced secondary to migration. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported/anticipated.